Manufacturer narrative:
Insulin pump was received with a protruded/loose drive support disk. A cracked reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the drive support cap was sticking out as well the end cap sticker came off. It was stated that the customer did push back in while disconnected and insulin squirted out when they do so. The blood glucose reading was 6.2mmol/l. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.